Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Voltage testing was performed and the transmitter failed as it has no voltage. Share data log was review and showed a transmitter failed to pair on issue date. The customer complaint of a loss of connection was confirmed. A root cause could not be determined.